Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds however it ruptured at 12 atmospheres on the first inflation. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with a nc quantum apex shelf box, nc quantum apex pouch, and a hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood in the inflation lumen. Examination under magnification revealed a longitudinal balloon tear 9mm long on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).